Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pocket infection, puss was observed at the pocket location prior to (B)(6) 2015. The system was explanted on (B)(6) 2015. No other patient symptoms were reported. The patient would be monitored.